Event description:
The customer called for assistance with completing fill tubing as they were unable to complete it. During troubleshooting, the customer indicated the luer lock was not secure. The customer reconnected the tubing at the luer lock and was able to complete fill tubing. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.